Event description:
The patient experienced pain over the device site and underwent a pocket revision. The device was relocated to a subpectoral location. It was noted that the patient is thin. All records indicate that this device remains actively implanted. Should additional information become available, this event will be updated.